Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation / migration') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), bladder disorder ("bladder probs"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and allergy to metals ("nickel allergy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, dermatitis allergic, hypersensitivity, urinary tract disorder, urinary tract infection, bladder disorder, cystitis, vaginal infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, headache, nausea, weight decreased and allergy to metals outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test-(unspecified) results-failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter and patient demographics were added. Lab data added. Event injury nos replaced with events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergic rash, hypersensitivity, fallopian tube perforation, uterus perforation / migration, urinary probs, uti, bladder probs, bladder infection, vaginal infection, fatigue, gi conditions, nickel allergy,hair loss, dental problems, headaches, nausea and weight loss added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.